Event description:
Additional information was received from the rep and it was reported that the issue has not been resolved and a date for replacement hasn¿t been set. The battery will be sent in for analysis to determine the cause. The information has been provided to the account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgery did resolve the reporting event. It was reported that rep, (B)(6), who covered the replacement surgery still has the implant. He was to give it to reporting rep yesterday to return, but their area was experiencing bad weather, heavy snow fall and bitter cold so haven¿t been able to meet up. The reporting rep is hoping to get the battery tomorrow or thursday to send back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Mpxr 790400: information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins battery was overdischarged. In visiting with the patient today the rep reported he thought the recharger¿s signal strength was how charged the implanted battery was. The rep believed his confusion contributed to the battery being overdischarged. No diagnostics were performed. 4 trickle charges were attempted but were unsuccessful in bringing the implant out of overdischarge. The issue was not resolved. The rep was going to visit with the patient again tomorrow and attempt another trickle charge. No symptoms were reported. Additional information was reported that the rep performed 4 physician recharge modes (prm) yesterday but ins did not recover. Caller is with patient again today and after 3 additional prms, they were able to recover the ins and it started charging normally. Once ins reached 50% charged, caller interrogated it with clinician programmer and was able to input date/time but as soon as they hit "update", it said the ins was too discharged to continue the programming session. The rep was receiving the device status warning. Caller started charging ins and noted that, twice now (and even again while on the call), it has charged to full (to the screen with the sprites) but then as soon as they hit the green button, it shows the ins is back at charging the 3rd quartile (somewhere between 50-75%). Technical services (tss) reviewed battery may be severely damaged due to length of discharge given that it took 7 prms to recover it and it isn't uncommon for erratic charging/discharging after overdischarge. Caller mentioned that, to patient's recollection, they last successfully charged about 2 weeks ago - although patient had only been getting around 2 bars. Caller stated they are easily getting 8 bars right now. Tss reviewed potential of rapid overdischarge given timeline of events. Tss reviewed that at this point, there isn't any way to resolve the erratic chargi ng/discharging but it may get better over time. Tss suggested having patient charge to full and charging as much as possible over the next few days to a week and see if recharging gets any better. Tss reviewed that if recharging doesn't improve, they may want to discuss possible explant with hcp. Tss reviewed if ins is explanted, ins should be sent back for analysis to analyze for possible scenario of rapid overdischarge. The rep later stated they had the patient charge overnight tosee if he couldn¿t charge the battery to full. Despite the patient charging for approximately 7 hours with excellent charger coupling, the patient was never able to charge the battery to 100%. He was only able to charge the battery to 75%. I met with him again on december 24 in attempts to reset the battery. Despite the battery showing it was 75% charged, the rep was not able to reset thebattery. The issue is not resolved at the time of this email. Plans are to proceed with having the battery explanted and a new battery implanted. The patient is to call his pain physician today to schedule an appointment. The physician¿s account has been made aware of the situation.

Manufacturer narrative:
H3: analysis of the 97714 serial #(B)(6) found implantable neurostimulator (ins) battery is permanently damaged due to overdischarge(s). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that another rep was present at the surgery and had the explanted battery in his possession. The rep would get it from the other rep on (B)(6) 2021 to send back for analysis.